Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2017 the customer received a normal reading of 210 mg/dl at 07:00 pm. He took no action based on this reading. At 11:30 pm the customer received a reading of hi mg/dl(which on the system indicates a result in excess of 600 mg/dl) on their aviva system. He immediately tested again and received another reading of hi mg/dl. The customer took 30 units of novolog at this time as a result of the reading based upon his sliding scale. At approximately 11:45 pm the customer tested again and received a result of 242 mg/dl. The customer felt this was too low, in the sense that his insulin had acted far too quickly. The customer drove himself to the hospital. Upon arrival at the hospital the customer received a reading on the hospital's meter, but he could not remember the result. It was at approximately midnight. At around 12:30 am on (B)(6) 2017 the customer received a blood glucose result of 65 mg/dl on the hospital's meter. The customer was admitted to the hospital for low blood sugar, and was treated with a glucose IV. The customer was released from the hospital on (B)(6) 2017 at around 9:00 am.